Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.5 cm to 5.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08698. It was reported that the patient presented experiencing episodes of shock. Upon interrogation, it was noted that the right ventricular - rv lead exhibited oversensing causing inappropriate shock. During the explant procedure, it was noted that the implantable cardioverter defibrillator can was found to be swollen. While attempting to explant the rv lead, the proximal portion of the shocking coil broke and was left implanted. The ICD and remaining portion of the rv lead was explanted and the patient was in stable condition.